Event description:
Consumer claims she was laying on the heating pad for back, neck and shoulder pain. The heating pad was under her head when she awoke to find it extremely hot and noticed it was smoldering and damaged her pillow. She also sustained a burn to her back which required medical attention.

Manufacturer narrative:
Crushing the pad is abuse of the product and a violation of the warnings and instructions provided. Consumer was sleeping with the pad which is also abuse of the product and a violation of the warnings and instructions provided. Power cord at the pad entrance has been severely pulled which is abuse of the product. This incident is the direct result of consumer abuse/misuse of the product.